Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had insulin pump had received an unexpected restart alarm. The customer¿s blood glucose level was unknown at time of incident. Customer reported that the insulin pump had received an unexpected restart alarm after every battery change. The troubleshooting was performed and changed battery and received another unexpected restart alarm. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.